Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 413 mg/dl. Customer feels ok to troubleshoot for high blood glucose reading. Customer was irritable. Customer current blood glucose reading was 413 mg/dl. Customer blood glucose reading at the time of the incident was 347 mg/dl. Customer stated high blood glucose reading stared (B)(6) 2017. Customer reported they have not contacted their healthcare provider regarding the high blood glucose reading. Customer treated the high blood glucose reading by insulin pump and injection. Customer drive support was normal. Customer changed the infusion set on (B)(6) 2017. Customer declined to check for occlusion. Customer did not mention if the infusion set cannula was bent. Customer was advised to check for any air bubbles or leaks. Customer drive support was normal. Customer reported bolus wizard was programmed accurately. The insulin pump passed high pressure test. Products will not be returning for analysis.